Event description:
In 2008, the patient's mother reported that in approx four months earlier, 6 infusion sets from two separate boxes with the same lot and expiration dates "would not work." The patient was able to use an infusion set from another lot number. The mother was not able to provide details. Upon follow up with the patient on original date, he stated that he experienced blockages during priming (competitor infusion device) and elevated blood glucose of 300 mg/dl. His normal blood glucose range is 130-150 mg/dl. He stated that when his blood glucose was elevated, he would change the infusion site and either bolus through his infusion device or inject insulin via syringe. His was not experiencing elevated blood glucose at the time of the report and stated that he'd had no further issues since beginning use of another lot of infusion sets. He stated that he does have scar tissue and was advised by his physician not to use his abdomen as an infusion site. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and the patient will return 1 unused infusion set from the lot at issue.